Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient (pt) fell a couple times over the past 6-8 weeks. Pt reports that when she turns the stimulator up, she gets an uncomfortable sensation in her left elbow. Doctor does not believe it is a stimulator issue. Doctor plans to have patient get some imaging tests. No changes were made to the stimulator at this time per and request. Impedance check normal, connectivity check normal. No programming changes per doctor request. The issue is not resolved. The doctor believes the sensation may be due to a different issue. The patient was encouraged to turn the stimulator off to see if the sensation went away. It did not. The doctor has ordered a CT myelogram for (B)(6) 2021. The cause of the uncomfortable sensation was not determined. No changes to the stimulator settings at this time per the doctor's request. The doctor wants to reassess after the CT myelogram is completed. The uncomfortable sensation has not been resolved. No further information is known. Additional information was received. It was reported that a CT scan was completed. It was determined the battery was flipped. The doctor did not believe that was the reason for the uncomfortable sensation. The doctor planned to get a CT myelogram to get more information. The issue was not resolved. The uncomfortable sensation was intermittent per the patient¿s report.